Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous distal right coronary artery (rca) and posterior descending artery. The physician advanced a 20mmx2.00mm apex balloon to dilate the lesion. The apex balloon was inflated to 4atms and ruptured. The physician removed the apex balloon and noticed a pinhole in the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).